Event description:
The device, when connected to the tubing correctly, caused the blood to not flow. Therefore, giving the impression that it was not inside the vein. When the device was connected half way to the tubing, then the blood would be able to flow.